Event description:
Ureteral obstruction.

Manufacturer narrative:
Seifert, h., mazzola, b., zwellweger, t., et al. Ureteral obstruction after dextranomer/hyaluronic acid copolymer injection for treatment of secondary vesicoureteral reflux after renal transplantation urology 68 (1), 2006. Note: deflux is approved for vur grades ii-IV in children. The device was used off label to treat secondary vur in an adult. Vur was secondary to renal transplantation.